Event description:
Nurse attempting to close safety glide over needle of tb syringes that had just been used to inject a vaccine. Safety glide malfunctioned and cap came to rest beside needle leaving needle tip exposed. Nurse received needle stick. There have been 2 other needle stick occurrences while attempting to deploy safety glide but details are not available.